Event description:
I got silicone implants for breast augmentation. I started to have problem after one year of the lost op and still having problems currently. I did many tests but nothing came up. I think I have breast implant illness. FDA safety report ID # (B)(4).